Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, some helix extension difficulty was reported; however the physician was able to fix the lead into place. All lead measurements post placement were normal and the associated device connected. With the device-lead connection, threshold measurements were then higher than previous recorded: the device was disconnected and threshold measurement repeated. The value remained higher than expected and the lead was then removed and replaced with a non boston scientific product to complete the procedure. No resulting adverse patient effects were reported and the lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a complete lead with the helix stuck in an extended postion. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.